Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the intermittent power issue. Upon troubleshooting, fse found issue was with the power line monitor. Fse installing power line monitor at output of the ups. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has intermittent power issues. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.